Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced high blood glucose. Customer's blood glucose was over 450 mg/dl. The customer also reported inaccurate readings with their sensor. Customer's sensor had a reading of 235 mg/dl when the customer's blood glucose was over 450 mg/dl. Customer also reported their insulin pump did not alert them of a high blood glucose. The customer stated they have changed their infusion set and their blood glucose has declined. The insulin pump will not be returned for analysis.